Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3003853072-2018-00032 thru 3003853072-2018-00037.

Event description:
It was reported that the threads of five blockers and one pedicle screw were damaged during installation in surgery. The procedure was completed using alternative blockers and a pedicle screw without reported patient impacts. This is report six of six for this event.

Manufacturer narrative:
UDI number: (B)(4). The returned blocker was evaluated. The threads were damaged in a manner with cross-threading the blocker into the mating screw during attempted assembly. A review of the DHR did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.